Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report that the insulin pump was exposed to a CT scan. The customer also reported low blood glucose levels. The customer then stated that he had been hospitalized for high blood glucose levels a few years ago. The customer gave himself manual injections, but the high blood glucose levels continued. In addition, the customer stated that the glucometer occasionally gave inconsistent readings. Troubleshooting was performed and the insulin pump passed the required tests.